Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre-implant interrogation of the cardiac resynchronization therapy defibrillator (crt-d), the device exhibited a grey battery longevity bar. The observations indicated the grey longevity bar may have been due to cold temperatures. It was noted the device would be kept at room storage for more than 48 hours to determine if the grey bar would be resolved. The device was later returned and not implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.